Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip locked onto tissue; however, the clip failed to release from the catheter. After vigorous manipulation of the device to deploy the clip, the clip was able to be released from the catheter and the procedure was completed at this time. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.